Manufacturer narrative:
Event date: unspecified date in (B)(6) 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the locking titanium adapter disconnected from the peritoneal dialysis (pd) catheter and experienced a leak. This issue was noticed during patient use and the exactly location of the leak was not specified. The patient was given unspecified prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.